Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. It was stated by the patient that they inserted the sensor at their thigh. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: choose a site on your belly to place the sensor. You can choose a site above or below your belt line. The best areas to insert your sensor are usually flat, "pinchable," and free from where rubbing can occur, such as along the waist band and seat belt strap. The complaint cannot be confirmed. A root cause cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon sensor pod removal the sensor wire had detached and was sticking out of their leg. The sensor was inserted at the thigh on (B)(6) 2015. No additional event or patient information is available.